Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was preformed. The evaluation found the bulge on the side of the power cord. A replacement cord will be provided to the customer. The power cord was returned to the supplier for further investigation. If additional information is received a supplemental report will be submitted.

Event description:
It was found during testing that a pump had a power cord with a bulge on the side. There was no patient injury since the bulge was found during evaluation.